Event description:
Inserted PICC line in left median antecubital vein on an outpatient medical, after completion of atb dressing was changed as initial drsg was saturated with blood from procedure. When nurse went to remove the steristrip that was chevroned the PICC line broke completely in two. Line was removed from the pt. The pt then needed to have line replaced prior to the next dose of atb. The same lot number of PICC was used on a previous pt and that pt had a crack develop in the same or near same place on the cathether. The site where the catheter broke into two pieces was proximal to the connector hub the same site where a crack developed in the previous 2 PICC lines used on the prior pt.